Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The equipment was checked on-site at the hospital and confirmed the fault reported by the customer. The cable video receiver to lcd was replaced. The equipment passed all factory-specified performance and safety indicator tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in e1: event site name, address, and phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use ,the cs100 intra-aortic balloon pump (iabp) unit had a display screen flaw. There was no patient involvement reported.